Event description:
Aga medical corporation has identified an issue with outer pouch seal integrity within a production lot of 10 french 45/80 delivery systems. Aga medical has not observed incomplete seals with the inner pouch. An intact inner pouch will maintain device sterility. Aga medical requested that consignees inspect the outer pouch seal for delivery systems in this production lot and confirm the status of the pouch seal.

Manufacturer narrative:
Aga medical's investigation determined that this was caused by inadequate segregation in the pouch seal process. Aga medical has implemented actions to improve segregation in the pouch seal process, and requested closure of this recall. Consignees report that all pouch seals that have been inspected are intact.